Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient, the vent suddenly gave extended hi peak alarm and the safety valve opened. The respiratory therapist was bedside and transferred the patient to another vent. There was no reported patient harm in this incident.